Event description:
The customer reported that the 9600 system had an intermittent x-ray fault error and no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and the lemo connector were replaced during the service call.